Manufacturer narrative:
One fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed t1 is free from the delivery needle. T1 has broken at its distal end. T2 remains in its customary pre-deployment position on the needle. The actuator is protruding out of the distal end of the needle. The trigger was functionally tested for proper actuator advancement and cycling, the trigger was able to be retracted and returned to its proximal position as intended. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an acl reconstruction surgery, the trigger was stuck and hard to manipulate, t1 would not deploy and an actuator was not function. When the device was pulled out from the joint, the surgeon found to be t1 broken, t1 was removed from the body. The procedure was completed with a back up device with no significant delay or patient injury reported.